Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that telemetry was unable to be established with this device, even with multiple programmers. It was further reported that there was no consistent magnet response and that the device was pacing erratically. The device remains in use and no patient complications have been reported as a result of this event.